Manufacturer narrative:
Device received with cracked belt clip slot and minor scratches on lcd display window noted. Device received with blank display due to battery tube connector not plugged in properly to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they put in new battery and the insulin pump did not turn on. The customer's blood glucose level was unknown. The customer reported that the battery compartment was cracked and scratches on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was off the insulin pump and back to manual injection. The device will be returned for analysis.